Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a high blood glucose level of over 22 mg/dl. The customer felt nauseated and does not know if they had blacked out. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they will consult their healthcare provider to help program the settings on their insulin pump.